Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the event, insertion femoral block, occurred while in the hospital. After the catheter was inserted, the patient complained of pain and felt the medication was not moving towards the knee and noticed leaking at the insertion site. As a result, the catheter was removed and not replaced. After inspection of the device it was observed that the wire coil was poking through the side of the catheter and not from the top as it should. There was no medical/surgical intervention required. There was no delay or interruption of therapy noted. Patient complications were reported as the patient did not feel complete pain relief. There was no report of patient death or injury. The patient outcome is fine.